Manufacturer narrative:
(B)(4). Results - lesion morphology - stenosis, moderate calcification and tortuosity; failure to deliver the stent , stent deformation. Conclusions - lesion morphology - stenosis, moderate calcification and tortuosity.

Event description:
The physician attempted to implant a 3.0mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting stent to rca #2. The target lesion exhibited 90% stenosis and moderate calcification and tortuosity. The attempt to deliver the device was unsuccessful as it could not cross the lesion, the device was removed and further pre-dilatations were performed. The physician noted that there was a small deformation on the endeavor stent. The procedure was successfully completed with another stent. No clinical sequelae were reported. Device evaluation: the stent had moved in a proximal direction along the balloon covering the proximal marker band. The 11th distal segment was slightly raised and deformed. The first proximal stent segment was flared. A leak was detected on the balloon.